Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, scanner was failing frequently. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the scanner was failed to function frequently. The field service engineer (fse) had confirmed that the customer had replaced the barcode scanner independently. The customer also tested the scanner and verified that it was functioning correctly. No further action was required. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, scanner was failing frequently. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.